Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) interrogated with missing and invalid data. Patient stated that he had received radiation therapy. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. There is no record of a full power on reset (por), but there are 84 parity errors logged in the parity error count.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 6947 implantable tachy lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
The ICD was removed and a new device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.